Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products : product ID: 447052, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and experienced unexpected longevity. In addition, the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced. The rv lead currently remains in use. No patient complications have been reported as a result of this event.